Event description:
It was reported that both of the patient's implantable pacing leads (ipls) were showing decreasing bipolar impedance readings to outside of the normal range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).